Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function and fracture. A right ventricular (rv) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, the ra lead was removed; however, the patient's blood pressure dropped. Rescue efforts began, including cardiopulmonary resuscitation (CPR) and sternotomy. An ra perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b): patient gender is unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld was discarded, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.